Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking from the center port. The leak was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 27, 2018 - august 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.